Event description:
Reported as dangerously low; I put the sensor on (B)(6) 2021 it worked fine until the evening of (B)(6). The monitor told me my sugar level was below 80. I didn't feel hypoglycemic but this alarmed me so I ate some things with sugar in it to raise it up I kept checking my sugar all night and it started telling me it was "low" or under 40. I did not have another meter to check it with. I work at a medical facility and checked my sugar there and it was 140. FDA safety report ID # (B)(4).